Event description:
Philips received a complaint on the heartstart mrx indicating that there is a problem with the external paddles. The customer was informed that service could no longer be completed on the device as the device had reached the end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022.